Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
Sensor inaccuracy was suspected. Patient underwent regularly scheduled recalibration to determine if an adjustment was needed.

Manufacturer narrative:
Corrected data: section g3: initial report date received by manufacturer.

Manufacturer narrative:
(H3) the sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed and it was confirmed that all manufacturing operations and inspections were performed, all acceptance criteria were met, and no relevant nonconformances were associated with the sensor lot at the time of manufacture. The patient underwent a right heart catheterization (rhc) recalibration three years after implant which confirmed that the sensor accuracy falls within the acceptable between the cordella system and fluid-filled reference measurement. As a result, the reported inaccurate measurement allegation was not confirmed.